Event description:
The customer reported ten false negatives with the idnow covid-19 assay performed on various dates involving various lots. This report is six (6) of ten (10) and addresses lot 1055946 (total quantity 5). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6)2022 in viral transport media generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Tested the ID now covid-19 retain test kit lot 1055946 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No unexpected or false negative results were observed, and the customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1055946 and test base part number 190-430 / lot 1055946. Quality control release testing met specifications with no false negative results observed. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1055946 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4)., inc. Was unable to determine the exact root cause of the reported issue. Reference MFR. Reports: 1221359-2022-01472 through 1221359-2022-01481.